Event description:
It was reported that during an un-specified coronary procedure, the 2.5 x 18 mm xience xpedition stent delivery system (sds) was advanced, but resistance was noted with the guide wire, and the proximal shaft of the sds separated outside the anatomy. A new xience xpedition sds was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position with the guide wire and shaft separation were unable to be confirmed; however follow up information received from the account confirmed the shaft was kinked not separated. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position, shaft separations, or kinks from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial medwatch report, the device was returned and the shaft was not separated as reported, though there were several kinks/bends noted. Follow up information received confirmed that the customer meant that the shaft was kinked, not separated. No additional information was provided.